Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was replaced due to an insulation damage. This lead is not being returned by the healthcare facility. No additional adverse patient effects were reported.